Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion the lens began to go through posterior capsule into the vitreous. The lens was exchanged intraoperatively. The patient's current prognosis is "good". According to the surgeon a break in the posterior capsure was the likely cause of the event. Please reference MDR#1119279-2014-00339 for the inserter used during this event.